Manufacturer narrative:
This product is available for testing and evaluation but has not begun as of this writing. Additional information received will be submitted within 30 days upon receipt.

Event description:
The stent was deployed in a normal fashion. When the catheter was removed from guidewire it was noticed that the tip was still on the guidewire, but separated from the actual catheter. The procedure had been completed and the remaining devices including the separated piece were retrieved from the patient. There were no adverse effects to the patient and the remaining products were returned for analysis. Additional details regarding this procedure were requested but have not been forthcoming.